Event description:
Pt was status post placement of left breast tissue expander for reconstruction of left breast following mastectomy, with leak of left breast port. With pressure on the implant in the chest, it was evident that there was a leak in the port, through one of the needle penetration holes presumably.